Event description:
According to the reporter, during an open gastrectomy, the physician fired the stapler, transected the tissue, opened the stapler, and there were no staples in the tissue. The physician had to sew by hand in order to complete the case. The case had to be extended by approximately 30 minutes. Due to the unstapled stomach, the site became a contaminated operative site. Additional irrigation and antibiotics were administered to prevent subsequent infection. No reinforcement material was used. Patient is okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.